Event description:
While prepping for an ablation, user noted that the fiber tips were damaged upon opening the pouch. The case was successfully completed with another device. The damaged devices were not used on the pt, hence there was no harm to the pt.

Manufacturer narrative:
The returned fiber sample was evaluated and the complaint was confirmed, the returned product was damaged. Further investigation of the samples concluded that they had been badly mishandled. Under usual handling conditions the complaint damage would not have occurred. The exact cause of failure could not be determined, it is unknown at what time in the process post-manufacturing the mishandling occurred. This event will be trended and monitored by angio-dynamics complaint handling department. (B)(4).